Event description:
It was reported that during daily checkup, the cs300 intra-aortic balloon pump (iabp) units wheel is broken. There was no patient involved.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units wheel is broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that 4 casters of the cart were broken.the fse replaced the 4 casters. The unit passed all functional and performance tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.